Event description:
It was stated the device was ¿too big¿ for the patient. The device was removed and the doctor wanted to replace with a smaller device. It was stated the patient was a cowgirl/farmer and kept kitting the device in the buttock area, so it was moved to the abdomen area but it was still too big and was going to be replaced by a smaller device. It was stated the implant was removed due to pain.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 095-25, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3093-41, lot# v967832, implanted: (B)(6) 2012, product type: lead. (B)(4).